Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) died. The patient's daughter called guidant's technical services asking for information on the class action law suit. ,